Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent atrial undersensing. Ts was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent atrial undersensing. Technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device exhibited undersensing of atrial fibrillation (af). Ts noted that the atrial tachy response (atr) entry is delayed, and events end inappropriately. Therefore, the af burden is underreported. Further evaluation of this lead was recommended.